Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the patient's right ventricular lead exhibited noise leading to oversensing. Noise was not reproducible with isometrics. The patient will further be monitored. There were no patient consequences.